Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported by the patient's diabetic nurse that the infusion device was delivering an inaccurate amount of insulin resulting in very high blood glucose levels. The blood glucose results are unknown. The patient called an emergency doctor and received treatment at home. Details on the treatment were not provided. The patient is blind and on dialysis. The patient's diabetic nurse reported that the piston rod of the pump was defective and believes this to be the reason for the inaccurate insulin delivery.